Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The subject device was implanted on (B)(6) 2017, few days after, the medical team observed that the ventricular lead impedance was above 2000 ohms and both leads couldn't be switch from unipolar to bipolar (even if they were both bipolar leads). It was also observed that intermittent pacing failure occurred. Since the patient is dependant of her pacemaker she fainted every time. X-ray revealed that neither the atrial nor the ventricular lead are actually connected so a re-intervention was planned (B)(6) 2017. During the re-intervention, the atrial lead could be fully inserted and screwed but not the ventricular one; as a consequence the subject device was replaced. Preliminary analysis revealed irregular lead tightening marks on both set-screws which indicate that the reported issue is most probably attributable to a lead connection issue. Preliminary analysis revealed that the connection system conformed to established specifications.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted on (B)(6) 2017, few days after, thr medical team observed that the ventricular lead impedance was above 2000ohms and both leads couldn't be switch from unipolar to bipolar (even if they were both bipolar leads). It was also observed that intermittent pacing failure occurred. Since the patient is dependant of her pacemaker she fainted every time. X-ray revealed that neither the atrial nor the ventricular lead are actually connected so a re-intervention was planned (B)(6) 2017. During the re-intervention, the atrial lead could be fully inserted and screwed but not the ventricular one; as a consequence the subject device was replaced.

Manufacturer narrative:
Preliminary analysis revealed irregular lead tightening marks on both set-screws which indicate that the reported issue is most probably attributable to a lead connection issue. Preliminary analysis revealed that the connection system conformed to established specifications.

Event description:
The subject device was implanted on (B)(6) 2017, few days after, the medical team observed that the ventricular lead impedance was above 2000ohms and both leads couldn't be switch from unipolar to bipolar (even if they were both bipolar leads). It was also observed that intermittent pacing failure occurred. Since the patient is dependant of her pacemaker she fainted every time. X-ray revealed that neither the atrial nor the ventricular lead are actually connected so a re-intervention was planned (B)(6) 2017. During the re-intervention, the atrial lead could be fully inserted and screwed but not the ventricular one; as a consequence the subject device was replaced.